Manufacturer narrative:
The complaint of disconnection / loose connection on item mc33122 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was performed and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The complaint/event occurred on an unspecified date and involved a 29 cm (11") smallbore trifuse ext set w/3 microclave®, 2 bcv, 3 rings (red, yellow, glow), clamp and rll. Leakage was reported on one of the keys of the new neonatology set during a patient's infusion. The infusion pump detected an increase in pressure in the line, and liquid started leaking through the clave closest to the patient. The patient's central line was then checked and showed no signs of occlusion. The device was in use for 12 hours. There was no serious injury/harm/death, blood loss medical/surgical intervention required nor any unprotected chemotherapy exposure. There was an unspecified delay in unspecified critical therapy and unspecified adverse operator consequences. The device was changed out/replaced with no further problems encountered.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.